Event description:
The customer contact reported a leak of a chemotherapeutic agent. It was reported the tubing set was primed with normal saline. After the priming was complete, the normal saline solution container was removed from the tubing set, a bottle of vp-16 was spiked and the convertible piercing pin was opened. Reportedly, this was the second time the bottle of vp-16 had been spiked. The tubing set was loaded into a plum a+ pump and the delivery was started. Within a few seconds, the nurse noted a "few mls" of vp-16 leaked from the convertible piercing pin air vent reportedly, the vp-16 was very viscous. "Flakes of black rubber" were also noted in the drip chamber of the tubing set. The delivery was stopped. There were no reported adverse effects to the pt or healthcare provider. No medical interventions were required. The tubing set was discarded. After an unspecified length of time, the tubing set was replaced and the therapy was resumed using a diluted concentration of vp-16. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel.